Event description:
The patient experienced cardiac decompensation, hypervolemia, and dyspnea. Labs, x-rays, an abdominal ultrasound sonography (usg) were taken. The echo showed that the left ventricular assist device (lvad) function was ok, so no computed topography (CT) was performed. The cause of the low flow alarms was suspected to be due to higher rpms in the patient with suboptimal position of the inflow cannula, congenital disease after mustard correction, with decompensation of heart failure of non-systemic ventricle. The rpms were lowered by 100 rpm, hypervolemia was optimized, and heart failure medication was given, and the low flow alarms resolved. No changes to patient condition or anticoagulation status were identified to have contributed to an obstruction as an obstruction was not confirmed, but lowering the pump speed better position of the inflow cannula was reached. A plan was made for the patient to be discharged on (B)(6) 2024. The patient was in severe condition and was placed on venoarterial extracorporeal membrane oxygenation (va-ECMO) for operational revision due to unsatisfactory oxygenation and total artificial heart (tah) implantation which was created by two heartmate 3 left ventricular assist systems (lvas). It was noted that no device was explanted, only function was terminated. The patient was then being supported by two lvas devices that were implanted on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suboptimal positioning of the inflow cannula could not be confirmed through the evaluation of the submitted image. Review of the submitted log files confirmed low flow alarms. The account reported that the alarms were caused by the suboptimal positioning of the inflow cannula, along with congenital disease after mustard correction and the patient¿s cardiac decompensation of the non-systemic ventricle. Additionally, a direct correlation between the device and the reported patient conditions could not be conclusively established. The controller event log files contained events from 25dec2023 and 26dec2023. Transient low flow hazard alarms were captured throughout the files, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient was reportedly recovering in the intensive care unit after the implantation and remains ongoing on left ventricular assist system (lvas) support, with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section addresses pump parameters, including pump flow and pulsatility index (pi). Section 1 states that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU, "system monitor", explains that a ramped speed study using echocardiography is the most direct method for determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. This section notes that the fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 4 of the IFU also describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, entitled ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital due to frequent low flow alarms. The patient had a system controller software installed that reduced the low flow alarm threshold to 2.0 (liters per minute) lpm completed on (B)(6) 2023. Of note, the patient had transposition of aorta and pulmonary artery, so the heartmate 3 was in the right ventricle. When the patient turned to the left side, the pump flow rate increased to 3.0 lpm. Their blood pressure was 80 mmhg. An echocardiogram was performed. Log files were submitted to exclude potential obstruction. The log file contained low flow estimates as well as sustained low flow hazard events with elevated calculated pulsatility index (pi). The calculated flow appeared to be fluctuating below the alarm threshold of 2.0lpm. The flow readings did not appear to be the result of any external equipment malfunction. No other unusual events or alarms were seen in the log file.